Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual pressure was used to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the unknown sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned solid black, with an audible click noted when the indicator wire cowling locked. Pulsatile flow was observed from the bleed-back indicator, and bleed back slowed or stopped upon retraction. The indicator window did not show red during retraction. No anomalies were noted to the indicator wire loop. The intended procedure was a carotid artery interventional procedure. A retrograde approach was used. The device packaging was intact with no visible damage. The femoral artery access site was verified as suitable on angiography, including an appropriate insertion angle for the vascular sheath introducer and a vessel diameter of at least 5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been previously closed within 30 days nor did it show evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceed with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual pressure was used to complete the procedure. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and the unknown sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned solid black, with an audible click noted when the indicator wire cowling locked. Pulsatile flow was observed from the bleed-back indicator, and bleed back slowed or stopped upon retraction. The indicator window did not show red during retraction. No anomalies were noted to the indicator wire loop. The intended procedure was a carotid artery interventional procedure. A retrograde approach was used. The device packaging was intact with no visible damage. The femoral artery access site was verified as suitable on angiography, including an appropriate insertion angle for the vascular sheath introducer and a vessel diameter of at least 5 mm. There was no calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site, and the site had not been previously closed within 30 days nor did it show evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.